Event description:
The event is reported as: the top of the concha column is able to be twisted and is not sealed correctly causing the column not to pass a leak test. No pt injury reported.

Manufacturer narrative:
At the time of this report, the device sample was not returned for eval.